Event description:
The biomedical engineer reported on 11/04/2019 that they are having an issue with the telemetry transmitter that is occasional missing alarms for prolonged rr being reported on the central nurse's station (cns). It is catching alarms that are 1.5 and 2 seconds and then will miss others that are 2.5. It only appears to be happening on this one patient. Nihon kohden technical support (nk ts) followed up on 11/11/2019 to see if the issue was resolved but they stated it was not, and nk ts also inquired about the log files that were initially requested but not received. On 11/13/2019 log files were provided and the customer stated that there was another issue with the alarm master (settings) and opened another complaint ticket and the biomed stated that these issues may be related. They found some issues with our system that were missed at the upgrade and had a mix of monitors and cns where some were set to extended and the legacy settings were set on standard. This was causing issues in applying alarm master settings to devices. They have since then changed all settings to extended. They also stated that the issue with missing alarms for prolonged rr happened on a second patient and that both the initial patient and the second patient mentioned were discharged long ago, so they do not know if the setting changes made resolved the issue. They stated that too much time has passed for them to provide additional data. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated that cns device did not alarm. The issue was occurring intermittently. Customer provided event logs but did not provide alarm settings on the cns. On (B)(6) 2019, customer stated the site had a mix of monitors and cns devices where some were set to "extended" and older devices were set to "standard". Customer has since revisited every device and update the settings to "extended". Customer no longer experienced the reported issue. Further details could not be provided. Service requested: troubleshooting. Service performed: troubleshooting. Investigation conclusion: customer did not provide sufficient data for further investigation. Although the root cause could not be determined, the issue has not re-occurred after customer changed the settings on the device to "extended". No CAPA is required at this time. D11 & c2: concomitant medical device information for devices used with the central nurse's station (cns). Telemetry transmitter. Model: zm-531pa. Sn: (B)(6). The customer was not sure if the transmitter information provided was for the 1st patient issue reported, or it this was used with the other patient that this was reported to have this issue. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type?; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer reported on (B)(6) 2019 that they are having an issue with the telemetry transmitter that is occasional missing alarms for prolonged rr being reported on the central nurse's station (cns). It is catching alarms that are 1.5 and 2 seconds and then will miss others that are 2.5. It only appears to be happening on this one patient. Nihon kohden technical support (nk ts) followed up on 11/11/2019 to see if the issue was resolved but they stated it was not, and nk ts also inquired about the log files that were initially requested but not received. On 11/13/2019 log files were provided and the customer stated that there was another issue with the alarm master (settings) and opened another complaint ticket and the biomed stated that these issues may be related. They found some issues with our system that were missed at the upgrade and had a mix of monitors and cns where some were set to extended and the legacy settings were set on standard. This was causing issues in applying alarm master settings to devices. They have since then changed all settings to extended. They also stated that the issue with missing alarms for prolonged rr happened on a second patient and that both the initial patient and the second patient mentioned were discharged long ago, so they do not know if the setting changes made resolved the issue. They stated that too much time has passed for them to provide additional data. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device information for devices used with the central nurse's station (cns). Telemetry transmitter, model: zm-531pa, sn: (B)(4). The customer was not sure if the transmitter information provided was for the 1st patient issue reported, or it this was used with the other patient that this was reported to have this issue.

Event description:
The biomedical engineer reported on (B)(6) 2019 that they are having an issue with the telemetry transmitter that is occasional missing alarms for prolonged rr being reported on the central nurse's station (cns). It is catching alarms that are 1.5 and 2 seconds and then will miss others that are 2.5. It only appears to be happening on this one patient. Nihon kohden technical support (nk ts) followed up on 11/11/2019 to see if the issue was resolved but they stated it was not, and nk ts also inquired about the log files that were initially requested but not received. On 11/13/2019 log files were provided and the customer stated that there was another issue with the alarm master (settings) and opened another complaint ticket and the biomed stated that these issues may be related. They found some issues with our system that were missed at the upgrade and had a mix of monitors and cns where some were set to extended and the legacy settings were set on standard. This was causing issues in applying alarm master settings to devices. They have since then changed all settings to extended. They also stated that the issue with missing alarms for prolonged rr happened on a second patient and that both the initial patient and the second patient mentioned were discharged long ago, so they do not know if the setting changes made resolved the issue. They stated that too much time has passed for them to provide additional data. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.